Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This information is provided in response to your request dated november 11, 2014 for additional information. Our original medwatch report was submitted with the incorrect date of death.

Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown. Nothing further was reported.